Event description:
According to the rptr, she rec'd a supply of expired duoderm from the dist. She rec'd the shipment on 04-08-98 with an expiration date of 03-01-97. She contacted the dist to inform them of the expired product. She was informed by both a customer rep and a manager that duoderm is a "special item" and is therefore nonreturnable. The rptr proceeded to ship the duoderm back to the dist. The dist shipped the duoderm back to the rptr with a bill. The rptr has had problems with the dist in the past which is what finally prompted this report.